Manufacturer narrative:
Additional information: b5, d10, h6 and h11. B5: additional information was the setup of oxytocin infusion was primary sodium chloride (nacl) tubing line as rescue line at 30ml-75ml/hour through a novum iq lvp based on physician¿s orders. Primary oxytocin tubing line (concentration of oxytocin 30 units in 500ml nacl bag) starting at 2munits (2ml/hour) through a novum iq lvp. This will be increased by 2munits (2ml/hour) every 30 minutes. The nurses program the IV pumps and mix the oxytocin on their own based on the protocol. For an induction the formula is 30 units in 500 ml/20 units in 1000 ml/40 units in 1000 ml. After a prolonged period of labor, the oxytocin may be paused over night to let the patient rest and get some sleep before resuming the labor. The pump ¿is just shut off and the line is usually just left in the pump.¿ additionally, the reporter alleged that ¿after the implementation of the novum iq lvp there may have been a slight increase in c-sections over the last few months; however, also noted ¿there are many factors that can cause the ebbs and flows of these numbers.¿ h11: the device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported novum iq large volume pump under infused. The patient entered the hospital at 39 weeks gestation (gravida 12; para 11) for induction due to advanced maternal age and diabetes mellitus. The patient was started on an infusion of oxytocin and the nurse performed an artificial rupture of the membranes at noon. The nurse increased the oxytocin infusion up to 30mu; however, the nursing staff observed ¿some early labor.¿ at an unreported time (reported as ¿overnight¿) the oxytocin was turned off. The following day at an unreported time the oxytocin infusion was restarted at 30mu. The medical team ¿started to see some evidence of labor;¿ however, it ¿was inconsistent.¿ due to not progressing, the patient was taken to the operating room for a cesarean section. The nurse alleged the patient did not progress as expected as a result of the suspected under infusion therapy. No further information was available at the time of this report.